Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, adhesive on angle rubber chipped, adhesive on angle rubber cracked, scope connector dirty due to water leakage, universal cord scratched, universal cord wrinkled, switch 1 scratched, insertion guide protector scratched, distal end cover scratched, and connecting tube scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite colonovideoscope exhibiting e315 scope error/poor screen. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Customer confirmed the intended procedure was a colonoscopy. There was no impact or delay to the patient. This event occurred during inspection before the procedure and the procedure was completed with replacing with another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿e315¿ error could not be reproduced and the root cause of the issue could not be determined, however, it is likely that the issue is the result of a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.